Manufacturer narrative:
A ge representative evaluated the system, and repaired a broken wire. Customer will replace batteries and a temperature sensor.

Event description:
Customer reported charger failed error, collimator errors, and no x-rays. No patient injury was reported.